Manufacturer narrative:
Patient ID reported as: (B)(6). Weight reported as (B)(6) pounds. Additional product codes: mni, mnh, kwp, kwq. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record review for part number 298.020, lot 6590460 showed there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pediatric patient had a revision surgery on (B)(6) 2014. It was reported that a pediatric patient was implanted t4-l2 (55 right main thoracic curve lenke type 1) on (B)(6) 2013. The original surgery was a posterior thoracic and lumbar fusion for scoliosis correction. Approximately one year post-operatively, patient noticed some pain on her right lower side, including the hip region. Post-operative computerize topography (CT) images taken on (B)(6) 2014 confirm patient has fused, but a small statute nut has come loose at right l2. This was not seen on any prior CT images. There was some loss of correction. On (B)(6) 2014, the patient underwent revision surgery to remove all hardware from t4-l2. It was reported that the patient had pseudoarthrosis at l2 and lost some correction because her spine did not fuse completely. It is suspected that the patient also has pseudoarthrosis at t4-5, but the hardware was intact and tight at that level. The patient was revised with a regular universal spine system construct from t4-l2. A time delay of ten minutes was reported to remove the old hardware. The revision surgery was completed successfully. This is report 4 of 8 for com-(B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development evaluation was completed: this implant shows no signs of damage and can be assembled into a secure construct with the nut, screw and rod. One stainless steel collar for 5.0mm rods (part 298.020, lot 6590460) was explanted and returned due to an adverse event, no reported product problem. This implant shows no signs of damage and can be assembled into a secure construct with the nut, screw and rod. Given the condition in which the parts associated with this complaint were returned in, and the ability of the screw and nut to be easily threaded and assembled together with the rod and collar, it is likely that the complaint resulted from the under tightening of the construct. It is not known as to if the torque limiting handle was utilized in the initial surgery and if so if the torque limiting handle was within calibration. This complaint is a result of surgical technique, the design of the implant is adequate for its intended use. This complaint is confirmed as the x-rays verify that the nut was loose in-vivo. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.